Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime or fill, rewind anomalies were noted during testing. The audio tones or beeps or vibrate, audio options volume 1-5 functioned properly. No unexpected pump error 63 alarm found during testing. However, pump error 63 alarm confirmed in the device history file due to a hardware error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. It was stated that the troubleshooting was performed for the pump error alarm. It was stated that the customer was able to successfully clear alarm and able to complete rewind the insulin pump. It was stated that the displacement test was performed and it was passed. Customer performed self test and it was not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.